Event description:
The customer questioned sodium results for three patients while using the alinity c processing module. The following was provided: sid (B)(6) initial result 111.3 mmol/l , repeated 138 mmol/l with another processing module, serial number (B)(4). Sid (B)(6) initial result 116.1 mmol/l , repeated 137 mmol/l with another processing module, serial number (B)(4). Sid (B)(6) initial result 122.9 mmol/l , repeated 132 and 136 mmol/l with another processing module, serial number (B)(4). No impact to patient management was reported.

Manufacturer narrative:
Section a: multiple patients involved in the event; refer for sample ids (sid) and associated test results. No demographic information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) performed quarterly maintenance, triannual maintenance, adjusted the flow rate for the cuvette wash nozzle dispense, and manually cleaned the cuvettes. However, this did not correct the issue. The issue was resolved by replacing the r1 reagent probe (list number 04s49-01). A review of service history for the alinity c-series processing module, serial number (B)(6) revealed no additional service tickets associated with discrepant/erratic results, nor did it identify any contributing factors to the current complaint. A review of tracking and trending for the reagent probe (list number 04s49-01) did not identify any trends. Review of tracking and trending for clinical chemistry systems did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the instrument part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the reagent probe (list number 04s49-01) or the alinity c-series processing module, serial number (B)(6) was identified.